Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the reported [ER visit/hospitalization] and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Omnipod dash insulin management system ¿ user guide. Model: 18320. 18296-eng-aw rev b 06/18. Blood glucose readings. Chapter 4 / page 56. Warnings: blood glucose readings below 70 mg/dl may indicate hypoglycemia (low blood glucose). Blood glucose readings above 250 mg/dl may indicate hyperglycemia (high blood glucose). Follow your healthcare provider's suggestions for treatment. Living with diabetes. Chapter 13 / page 176. Hypoglycemia can occur even when a pod is working properly. Never ignore the signs of low blood glucose, no matter how mild. If left untreated, severe hypoglycemia can cause seizures or lead to unconsciousness. If you suspect that your blood glucose level is low, check your blood glucose level to confirm.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 63 mg/dl while wearing the pod for longer than 48 hours. Symptoms reported include dehydration and the patient had passed out. The patients pod was removed and the patient was provided a bolus by emergency medical services. Once at the hospital the patients blood work was done and food was provided for a blood glucose level of 180 mg/dl. The patient was treated with intravenous fluid and an antibiotic. The patient was released from the hospital after 2 days. It should be noted the patient had pneumonia and was prescribed augmentin from the hospital in addition the patient has a pacemaker unrelated to this event. The patient's blood glucose and insulin history are as follows: (B)(6).